Event description:
Ous MDR - it was reported that although the rapid pacing button was not pushed, there was a sudden start and stop of rapid pacing. When the rapid pacing button was pushed for only a moment, it couldn't be terminated. Pacing could only occur at 200 ppm. The event date was not provided.

Manufacturer narrative:
Ous MDR - the complained behavior of the device was confirmed during analysis. The device housing was opened. The inner assembly did show signs of alteration outside of biotronik, causing the event. Due to the alteration no repair was performed. After removal of the foam, plastic and the tape, the device passed an 8 days long-term successfully indicating the absence of a material- or workmanship problem. The manufacture date was not available.